Manufacturer narrative:
The customer biomed evaluated the device and found it was not the right electrodes that were connected to the device. In the department, they used schiller 0-21-003 electrodes instead of the philips m3716a electrodes. The patient did not die. The failure to shock event was attributed to the users had applied the wrong electrodes (non-philips) which were incompatible with the philips defibrillator. Therefore, the failure to shock is not causally related to the heartstart xl device. The heartstart xl instructions for use (edition 7, publication m4735-91900, page ii) states: "use of supplies or accessories other than those recommended by philips may compromise product performance." The customer biomed evaluated the device.

Event description:
It was reported to philips that the device did not shock. In a ward, a patient goes into cardiopulmonary arrest. The doctors on the ward wanted to use the defibrillator, however the defibrillator did not shock. The patient did not die, she was transferred to the intensive care unit. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported to philips the device did not shock a patient in cardiopulmonary arrest. The patient was transferred to the intensive care unit. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.